Manufacturer narrative:
The reported unexpected medical intervention and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1: added product problem. B2: removed other serious.

Event description:
Subsequent to the initially filed report, the following information was received: a second mitraclip procedure was performed on (B)(6) 2021. One clip was implanted stabilizing the slda clip. Mr was reduced to 1, and the mean pressure gradient increased to 6 mmhg. The physician was satisfied with the results, despite the mean gradient of 6mmhg. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment/slda could not be determined. The reported patient effect of recurrent mr appears to have been a cascading event of the reported incomplete coaptation/slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1. On (B)(6) 2021, the patient returned for a follow up visit. Echocardiogram was performed, the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet, (slda) and mr increased to 3-4. No additional procedures have been planned. No additional information was provided.